Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to manufacturer, at this time, for evaluation. A lot history review (lhr) of rexh2406 showed no other similar product complaint(s) from these lot numbers.

Event description:
There was allegedly a hole in the silicone near the hub. The patient reportedly developed sepsis.